Manufacturer narrative:
A product investigation was completed: the returned implants are components of the 2.7mm/3.5mm variable angle lcp elbow system which is intended or fixation of fractures to the distal humerus, olecranon and ulna. The plates feature both variable angle (va) holes, which accept 2.7mm va, 2.7mm metaphyseal, 2.7mm locking, 2.7mm cortex and 2.4mm cortex screws, and combi holes which accept 3.5mm locking, 3.5mm cortex and 4.0mm cancellous screws. The system technique guide notes that a torque limiting attachment must be utilized when insertion locking screws (03.110.002 - 1.2nm torque limiting attachment for 2.7mm va locking and 511.770/511.773 - 1.5nm torque attachments for 3.4mm locking screws). The returned implants were examined and all showed signs of implantation/explantation (i.e. Worn/scratched finished, stripped threads). A definitive root cause was unable to be determined with the provided information. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument's lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A definitive root cause was unable to be determined with the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the plate and eleven (11) screws (4x 2.7mm variable angle locking, 4x 3.5mm cortex screws, 1x 3.5mm locking screw, 1x 2.7mm metaphyseal and 1x 4.0 cancellous screw) were removed from the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record (DHR) review was performed for the subject device lot. The review of the DHR review revealed no complaint related anomalies. The DHR review shows this lot of va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be unconfirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2.7 variable angle locking screws backed out of a plate requiring revision to a double plating of olecranon with 3.5 locking compression plate reconstruction and locking compression plate straight plate. The screws were reported as loosened and prominent; revision was performed due to pain, irritation, and discomfort. The original implant date and date of explant are unknown. The surgery was successfully completed; devices were removed easily (no pieces remained in the patient) with no reported surgical delay. The patient status is unknown. This is report 2 of 2 for (B)(4)..